Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: during investigation, a review of the black box showed that loss of prime with non-zero force was recorded. No loss of primes were duplicated during the investigation. The force sensor calibration was found to be within specifications.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump had emitted loss of prime alarms more frequently than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.